Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. No root cause could be found because the reported event was unconfirmed. Visual evaluation of the returned sample noted one opened (without original packaging), 2-way catheter with cut portion of inlet tubing. Visual inspection noted that the balloon inflated upon receival of sample. Deflated balloon passively with no cuffing or leaks noted. The catheter balloon was inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the catheter rested with no leaks noted. The balloon concentricity was observed to be 80:20. The balloon passively deflated with no cuffing or leaks noted, returning 10ml of solution. This is within specification per inspection procedure ip7603444, revision 0, which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. As the reported event was unconfirmed a device history record review was not required. However, a device history record was completed before unconfirming the event and found nothing that could have caused or contributed to the reported event. As the reported event was unconfirmed a labeling review was not required. Correction: d, e, h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter spontaneously fell out of the patient. A catheter was inserted into the patient in the emergency room (ER), and the patient was transferred to the high care unit (hcu). After that, the foley catheter fell off. Upon checking the balloon, it was found that the sterile distilled water had drained out of the balloon. When the balloon was inflated again, it asymmetrically inflated, but the water did not drain out. Per follow-up information received from ibc on 29sep2023, stated that the "the water from the balloon did not come out" is not complaint against "difficult to water remove". The statement means that leakage from the balloon was not reproduced when the fallen balloon was inflated.

Event description:
It was reported that the foley catheter spontaneously fell out of the patient. A catheter was inserted into the patient in the emergency room (ER), and the patient was transferred to the high care unit (hcu). After that, the foley catheter fell off. Upon checking the balloon, it was found that the sterile distilled water had drained out of the balloon. When the balloon was inflated again, it asymmetrically inflated, but the water did not drain out.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.